Manufacturer narrative:
(B)(4). Investigation of the returned device found that the device was partially deployed with the thumb advancer still at the proximal position. The garage leaves were bent and twisted from striking and carving the flex guide completely during the initial thumb advancement. The exchange sheath was torn and ripped by the damaged garage leaves. These findings confirm the reported experience. During internal examination, the catch, trigger pin, and pusher block were intact, evident that the clip had not been deployed. The proximal location of the carving indicates that the damage to the flex guide occurred during thumb advancer initial deployment. The most probable cause for this type of damage is due to the flex guide, tubeset and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex guide and stopping, leaving the garage leaves unsupported, striking and carving into the flex guide during thumb advancement, subsequently preventing completion of the thumb advancer stroke and sheath slitting. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the sheath began to carve and the sheath split did not advance to the skin line. The device was removed. Manual compression was applied for 25 minutes to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.